Event description:
During a laparoscopic gastric bypass with roux-en-y procedure, staples formed only on one side of the cut line. The case was completed with another device of the same product code. There was no pt consequence.